Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for diabetic ketoacidosis on (B)(6) 2015. The customer's blood glucose was over 600 mg/dl at the time of admission. The customer also reported receiving a no delivery alarm prior to their hospitalization. The customer stated they have been vomiting for three days prior to their hospitalization. The customer was treated with an IV drip of fluids, novalog and levantar. Customer stated their site was not bent. Customer did not want to troubleshoot for the no delivery alarm. The customer's insulin pump will be replaced. No additional information provided.